Event description:
It was reported by an employee that a sales rep was in a case where this instrument (aos unconfirmed part numbers 5033-000 and 5046-000) and lag screw (1192-???, length unknown), was over torqued during assembly, and also the lag screw was adjusted intraoperatively when it was halfway being inserted and caused a misalignment of the lag screw and nail. The case continued with a different lag screw and was finished without any other issues. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based on the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to over-torquing the device during use.